Event description:
The reporter states that he experienced an event where he felt hypoglycemic. His wife attempted to test him, but the accu-chek aviva meter resulted in an "err". He was treated with honey. The paramedics were called but they did not provide treatment. The reporter felt better 1 hour after the honey. New system sent and return requested.